Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call a hypoglycemic episode and low blood glucose. Customer's blood glucose level was 30 mg/dl. Customer's healthcare provider advised patient experienced the hypoglycemic event and low blood glucose due to playing hockey. Customer did not perform the troubleshooting process.